Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 729.9 mcg/day) via an implanted pump. It was unclear if the brand of the baclofen was gablofen or lioresal. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that a pump reset occurred right after updating the pump yesterday. The pump logs showed reset occurred, reset occurred ¿ low battery, and pump in safe state messages on (B)(6) 2017 at 16:35. The patient experienced withdrawal-type symptoms which had come on suddenly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional. The patient went to the hospital and their weight on (B)(6) at 6:23 pm was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was admitted to the ER (emergency room)/hospital in the evening on (B)(6) 2017 because the withdrawal symptoms had worsened. The physician and the patient¿s caregiver both heard the pump alarming all night and the morning of (B)(6) 2017; however, there was no record of a pump reset in the logs since (B)(6) 2017. The pump was replaced. The audible alarm was heard in the operating room (operating room).

Manufacturer narrative:
Product event summary #pli # 10 ¿ pump: the pump was returned and analysis confirmed the allegation. Analysis of the pump on (B)(6) 2017 revealed a low battery reset of an undetermined cause. As per the pump¿s log, lioresal with concentration 2000.0 mcg/ml was being administered at a simple continuous dose rate of 1,000.2 mcg/day. The previously applied conclusion code (B)(4) is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.